Event description:
It was reported that the insulin pump had a blank display. The battery was changed and the blank screen remained. Also, it was reported that the device had unresponsive buttons. No further information was provided.

Manufacturer narrative:
Failure analysis revealed that the insulin pump had a blank display. Problem isolated to the liquid crystal display board.